Event description:
Family member of home pt reports switching a new solution bag onto the heater line spike of the homechoice set while troubleshooting through an alarm situation during homechoice treatment. Baxter technician assisted home pt in ending therapy for evening. No pt injury or medical intervention reported by affiliate.